Manufacturer narrative:
Device received with critical pump error due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Unable to verify audio/absence of alarm or pump error 63 alarms due to critical pump error. Moisture damage on motor assembly and force sensor assembly. Corroded battery tube and battery tube spring

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 168 mg/dl. The customer was assisted with troubleshooting. The customer stated that they saw a open book image on insulin pump display. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.